Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for a snack prior to being physically active which resulted in blood glucose (bg) level decreasing to 35 mg/dl. Reportedly, the customer drank juice and ate carbohydrates to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.